Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing discomfort due to the ipg being located on their belt-line. As a result, the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was relocated the below the rib cage, resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.